Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. The programmer had a dim lcd (liquid crystal display), caused by a loose connection. Errors were also found in the programmer logs, so the hard drive was reconfigured and the software reloaded.

Event description:
It was reported the programmer had a dim lcd (liquid crystal display). The programmer was returned for service. No patient involvement or complications were reported.